Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. A 3.0 x 08 mm xience xpedition stent delivery system (sds) was flushed while the stylet was still in the guide wire lumen. The sds was advanced to the lesion and inflated when it was noticed that the stent was not on the balloon. The stent was found in the trash on the stylet. There was no resistance removing the protective sheath or stylet. A new 3.0 x 8 mm xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) instructs: remove the protective sheath and mandrel prior to device preparation for use. Based on the reviewed information, no product deficiency was identified.